Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
It was reported that on (B)(6) 2020, the patient had a revision to address failed left total knee arthroplasty secondary to global instability, aseptic loosening of the femoral component. The surgeon reported finding marked polyethylene and cement debris synovitis. The femoral component was noted to be grossly loose, with no interface provided. The tibial tray was noted to be well fixed, but was still revised. All components were removed, including the patella. Depuy components were used during this procedure, including depuy patella and depuy cement. Date of event (onset): (B)(6) 2020, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.